Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported from an animal hospital " when stapler is used and we try to release and pull away, it catches and pulls the skin. No injuries as a result of this issue but it shouldn't happen to avoid irritation to the patient's incision. Patient is fine with no injuries."

Event description:
It was reported from an animal hospital " when stapler is used and we try to release and pull away, it catches and pulls the skin. No injuries as a result of this issue but it shouldn't happen to avoid irritation to the patient's incision. Patient is fine with no injuries.".

Manufacturer narrative:
(B)(4). The customer returned 10 units of 528235 visistat 35w 6/box for investigation. The complaint sample and 9 unopened representative sa mples were returned. The complaint sample was designated as "stapler 1". The representative samples were designated as "stapler 2" through "stapler 10". Visual inspection revealed that the packaging of representative staplers 2, 3, and 4 was observed to be damaged, with cracking near the tip of the device where the staples are ejected. CAPA 387 was opened by the manufacturing site to address this issue. The complaint sample (stapler 1) was returned with its first staple partially formed, its trigger partially engaged, and 27 staplers remaining. Evidence of use in the form of biological material was observed. A functional inspection was performed by attempting to fire staples from the returned staplers. Upon full engagement of the trigger, the first staple of stapler 1 correctly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. When firing the stapler into a simulated skin pad, the stapler became caught on the skin pad. Functional testing of stapler 1 confirmed the reported complaint of "failure to function-caught/stuck in skin." In addition, one staple fell out of the device. Upon functional inspection, the defect of "failure to function-caught/stuck in skin" that was observed in stapler 1 was also observed in stapler 2, stapler 4, and stapler 7. No functional defect was observed with staplers 3, 5, 6, 8, 9, and 10. However, during functional inspection of representative sample stapler 9, a small chunk came from the device. The tecate manufacturing site was consulted regarding this issue. Per tecate feedback, the source of this could not be conclusively determined. Each package is 100% inspected for foreign material at the manufacturing site. The complaint sample stapler (stapler 1) was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It could not be conclusively determined what caused stapler 1, stapler 2, stapler 4, and stapler 7 to fail to fire and release staples properly without getting caught in the skin. The reported complaint of "failure to function-caught/stuck in skin" was confirmed based upon the sample received. The customer returned 10 units of 528235 visistat 35w 6/box for investigation. The complaint sample and 9 unopened representative samples were returned. Upon functional inspection, the defect of "failure to function-caught/stuck in skin" was observed in stapler 1, stapler 2, stapler 4, and stapler 7. The complaint sample stapler was disassembled and die casting anomalies on the forming tool was discovered. No other defects or anomalies were ob served. It could not be conclusively determined what caused stapler 1, stapler 2, stapler 4, and stapler 7 to fail to fire and release staples properly without getting caught in the skin. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.